Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. If additional information is obtained at a later time that is pertinent to this event, a follow-up report will then be submitted.

Event description:
The patient was initially treated with the ovation abdominal stent graft system. Approximately six (6) years post initial procedure, the patient presented with abdominal pain. A subsequent CT scan that day diagnosed sac growth (68mm-73mm) with no change in endoleak appearance; type ia and iiib endoleaks previously diagnosed post initial implant procedure on (B)(6) 2012 with no treatment at that time. The physician elected to treat the patient by implanting a medtronic aui device (non-endologix) on (B)(6) 2018 during fem-fem cross over. The patient expired a few days later on (B)(6) 2018 due to a chest infection and sepsis.